Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer troubleshot this issue with the customer over the phone. The recommended action corresponds with accepted service practices for the device. The customer was instructed by technical support to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that the ventilator had a blank display. The patient was placed on a second ventilator without any reported harm. .